Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n#: (B)(4)), revealed that there was a failure with the recharger and that a "no device found" message was seen. And there was a recharger antenna failure. There was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), regarding an external device. It was reported, that when they try to charge the implanted neurostimulator (ins). It takes 3-4 hours to charge and shows an ¿rm04¿ code. They said this started, a couple years ago and resetting controller was working for the issue, but now it¿s not. The pt says they are currently, in pain because they can¿t charge up the ins. Pt says recharger (rtm) is heating up, "on the box part and on the wire, where it goes into the paddle, it gets hot there too". A replacement rtm was requested. 2022-10-21, additional information was received, pt said, they were sent the replacement and it was still not working. Pt said they were in pain since it was not working. Pt said they were seeing the no device found screen when trying to charge their ins. Patient services (ps) walked pt through trying to start a charging session of their ins. Pt saw no device found and entered a passive recharging mode (prm). Pt had middle number of 98. Pt said they had seen a middle number of 100 last night, and still was unable to start charging. Pt mentioned, that they spent all last night trying to get the ins charged. And said they had tried this charging mode already "100 times". During prm, pt's controller was then spinning on looking for device. Ps sent email to repair for controller replacement. 2022-10-19: the patient reported, that their previous implant only needed to be charged once a month, but with the current one, its once a day. And says it can take 3-4 hours to charge up implant. Pt says its been doing this for a couple years. They said they are currently in pain, due to current charging issue.